Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 200 mg/dl, 145 mg/dl and 89 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated after obtaining these readings, he took 8 units of novolin r. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.